Event description:
The 0.018 mirco wire became dislodged in left profunda artery during vessel access. Wire successfully retrieved intact. Accidently discarded after case end. Per surgeon: left common femoral artery cannulated using a micropuncture needle and a modified seldinger technique. On gaining access, it was noticed that the micropuncture wire tip got sheared off and landed in the profunda femoris on the left side. We pulled the needle out of the left access and held compression. To retrieve the wire we got access on the right common femoral artery and went with a 6 french sheath up and over. The sheared tip of the wire is lodged in one of the small branches of the profunda femoris. Used the gooseneck snare and advanced it into the branches of the profunda femoris and retrieved the tip of the wire safely out of the body. Occurred during a diagnostic peripheral angiography.